Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as reportedly, at the replacement procedure it had 14% battery longevity remaining to elective replacement indicator (eri). There is no evidence to suggest a request was made to have data from this device analyzed. No additional adverse patient effects. The device is expected to be returned for analysis. The device was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as reportedly, at the replacement procedure it had 14% battery longevity remaining to elective replacement indicator (eri). There is no evidence to suggest a request was made to have data from this device analyzed. No additional adverse patient effects. The device is expected to be returned for analysis. The device was returned for analysis.